Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 303 mg/dl and also state that always around 300 mg/dl, up to more than 400 mg/dl. The customer was assisted with troubleshooting. This morning he did a set or reservoir change but glycemic values are still high. Customer stated that they did used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.